Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with minor scratched display window, cracked display window corners, cracked reservoir tube and lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported there are three cracks on her insulin pump, starting from the corner of the screen. One crack goes up and the other goes down. Customer just got back from (B)(6), where she was in the heat for long periods of time. Customer's blood glucose is 96 mg/dl. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.